Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunctions: transducer receptacle was faulty. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lithotripsy unit had a burned socket. The issue was found during preparation for use. The unspecified procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripsy unit had a burned socket. The issue was found during preparation for use. There were no reports of patient harm.